Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak in the reagent probe waste valves in the synchron lx20 analyzer. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the valves.